Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Seven non-sustained tachycardia episodes with v-v intervals less than 220 milliseconds occurred between -2015. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 775 ventricular sic since the last session 182 days ago. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and noise. The rv lead had sensing integrity counter (sic). It was also reported the implantable pulse generator (ipg) had a suspected header issue. The ipg was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.